Event description:
During a pelvic exenteration procedure, three plcr75b reloads were not recognized by the surgassist system. A fourth reload was fired on terminal ileum, resulting in under-formed staples and a separation of tissue at the staple line. The surgeon then decided to oversew the entire staple line.

Manufacturer narrative:
Two of the four plcr75b reloads involved were discarded at the healthcare facility before they could be retrieved. One of the two which were returned showed no evidence of having been damaged, and functioned to specifications when tested. The other reload had a broken memory module chip which contributed directly to the failure of the surgassist system to recognize the reload. The reload which produced under-formed staples was not returned. See scanned pages.